Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8-may-2026, it was reported by a sales representative via phone that an ar-3680 fibertak knotless mechanism locked up on itself and would not deploy. Noticed during a case, new device opened, and case completed with no patient effect.